Event description:
An endeavor sprint drug-eluting stent was implanted in the mid rca during a staged procedure. The investigator reported that a second endeavor sprint drug-eluting stent(3.5 x 12) was implanted (abutting) for treatment of a complication/dissection/bailout (after stent implantation to cover target lesion). Patient asymptomatic at 6 month follow up.

Manufacturer narrative:
Evaluation code: results: (dissection). Other (secondary intervention).